Manufacturer narrative:
The stent was not implanted in the proper location, but maybe in the eye; therefore, the surgery date was indicated. The device was not available for return to the manufacturing site; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labelling was completed. Iris damaged and malpositioned stent are identified in the labelling as known inherent risks of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. (B)(4).

Event description:
It was reported that during a trabecular micro-bypass stent surgery of the left eye an iridodialysis was possibly formed and the stent was left in the eye. The surgeon was unable to visualize the stent at the completion of the surgery. Reportedly, the surgeon's visualization was compromised due to patient movement/cooperation intraoperatively. The glaukos medical monitor and the surgeon discussed different treatment options depending on the stents location, if visualized. The surgeon provided the additional information on 06/21/2018. At the one (1) day post-op appointment the surgeon was unable to visualize the stent. An attempt was made using gonioprism, however the patient was too sensitive. The surgeon provided the additional information on 07/02/2018. At the one (1) week post-op appointment the patient's vision and intraocular pressure (iop) were reported as "good", but the stent could not be visualized and inquired "could it be aspirated out with the ia suction?" The glaukos medical monitor attempted to contact the surgeon to obtain an update and to discuss the next steps. Additional information has been requested.

Manufacturer narrative:
MFR reference #(B)(4).

Event description:
The surgeon provided the following additional information. The iris damage was characterized as inconsequential (trivial) iris irregularity, visible on gonioscopy only. No intervention was required, and the patient was being monitored as the stent could not be visualized. The patient prognosis was reported as ¿stable/good¿ with adverse event resolved.